Manufacturer narrative:
The device history record (DHR) was reviewed and no discrepancies were found. A verathon service representative evaluated the returned glidescope gvm video monitor, where they were unable to duplicate the reported disappearing image issue. The system was tested by connecting the returned monitor to multiple test glidescope titanium blades. The image produced was clear, with proper color rendition and distinct lines. The service representative inspected all internal connections and no discrepancies were noted. Since the video monitor passed all functional tests, it was returned to the customer for use. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the image would disappear intermittently. The end user was able to complete the procedure with the system. No harm to patient or user was reported. The facilities biomed evaluated the device after the event and was unable to verify the image issue. The device was returned to service for use. After approximately one (1) month, the device was reported to have had the same disappearing image issue occur. The biomed received the device after this event and was unable to duplicate the issue once again. The facility decided to forward the device to verathon for further evaluation.